Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Dr. (B)(6) removed the v40 metal head and x3 liner and replaced with another x3 liner and universal biolox head. Per dr. (B)(6) this was caused by metallosis. Patient complained of pain. Per dr. (B)(6) the pt. Had elevated chromium ions.